Event description:
The customer reported that while running a hepatitis core assay, the summit sample handler, serial number 2343, failed to aspirate and dispense sample in rows 1,4 and 6. Customer is unsure of there was an error message or not. An ortho field service engineer was dispatched. No death or serious corresponds to ortho diagnostic systems complaint number 97-01098-02.